Event description:
Edwards received information that twelve (12) years, eleven (11) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to moderate to severe aortic stenosis and thickened and immobile leaflets. A 23mm transcatheter valve was implanted and the patient was later discharged.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.